Event description:
At approximately 1615 hrs, a code blue was called, and the pt was connected to the monitor on the defibrillator machine. During the code, the monitor display was not working well. The monitor was turned on and showing rhythm and a few mins after, "the screen was gone." Another crash cart was obtained. The pt subsequently died.